Event description:
The customer reported that the insulin pump had a distorted and a blank display. The customer stated that the screen was blinking. The battery was changed, then the device turned on, and all the icons were visible. The customer also stated that the display had lines across the screen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank during the battery insertion. Problem isolated to the liquid crystal display board.